Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked at the pumping segment while connected to a patient. There was no patient harm.